Event description:
It was reported that the right atrial (ra) lead exhibited intermittent under-sensing on presenting electrograms (egm) that does not appear to impact atrial tachycardia/atrial fibrillation (at/af) detection. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).